Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 1/3/25 a beta bionics territory business manager (tbm) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on 1/2/25. On 1/9/25 a beta bionics customer care agent followed up with the user about the event. The user reported they and their doctor believe a bent cannula was the cause of the dka. The user was using a convatec inset (23", 6mm) teflon infusion set. The user's highest recorded bg level was 509 mg/dl, and they experienced high blood glucose for approximately four hours. User tested for ketones and recorded a moderate result but did not use any back-up therapy before seeking medical attention. The user's daughter assisted in driving them to the ER. Symptoms experienced included dry mouth and fatigue. User was admitted for 12 hours and received IV fluids and an insulin drip before being discharged.